Manufacturer narrative:
Additional information: currently available information is indicative for a device failure. However, to determine an exact root cause of the failure, a device investigation would be necessary. So far no date for explantation has been scheduled.

Event description:
The user was having problems with the audio processor and sent it for maintenance in the middle of 2019. After receiving the audio processor back, the user went to the clinic to program the device. The clinic stated that the audio processor was working properly but the user did not like the fitting, and reported that the sound was too low. After many attempts, the user continued reporting no benefit with the device. Re-implantation is considered, but no date could be scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was having problems with the audio processor and sent it for maintenance in the middle of 2019. After receiving the audio processor back, the user went to the clinic to program the device. The clinic stated that the audio processor was working properly but the user did not like the fitting, and reported that the sound was too low. After many attempts, the user continued reporting no benefit with the device.